Event description:
Caller reported that the t: slim x2 pump was not charging, as the pump screen remained dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.